Event description:
It was noted that on the day of this report, the patient was in the emergency room (ER) with a return of movement disorder symptoms. It was noted that an end of service (eos) message was displayed. The reporter thought the implantable neurostimulator (ins) was implanted three months ago but it was ¿second hand information.¿ it was noted that the reporter ¿did not know any other reason why that would be since it was so early.¿ it was noted that ¿he had in the past set it on a fairly high voltage ¿ 4 volts.¿ it was further noted, the patient did not ¿have a high pulse width, a frequency 90 and 80.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 3387s-40 lot# v325832, implanted: 2009 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40 lot# v314995, implanted: 2009 (B)(6); product type lead product ID 7482a40 lot# serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).